Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Imaging confirmed migration of both of patient's leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were repositioned to address the issue.